Event description:
During initial implant, the atrial lead was unable to be removed from the device header. The physician attempted with a torque wrench but was unsuccessful. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the atrial set screw was stripped and was the cause of the reported field event. The set screw anomaly was consistent with having occurred during the procedure.